Event description:
Patient with diagnosis of acute right limb ischemia with a history of a right popliteal artery aneurysm. During thrombectomy of the right peroneal artery and exclusion of right popliteal artery aneurysm and right femoral mid sfa to tp trunk bypass graft, the covidien clip applier misfired twice and would not cut the vein, instead of being able to leave the clip to occlude the vein.